Manufacturer narrative:
Exemption number e2015048. Biomérieux internal investigations were conducted for events #1 and #2. For event #3, an investigation is pending. Event #1: investigational testing of the patient isolate submitted by the customer using vitek® 2 ast-n233 card (two cards of customer lot and two cards of random lot). Atypical growth of the organism led to non-detection of the natural resistance causing the result to be "susceptible". Reference (agar dilution) mic is on the breakpoint indicating the organism is at the low end of resistance. Organism determined to be atypical strain not conducive to testing with vitek® 2 ast-n233 card. Event #2: agar dilution (ad) was performed to determine minimal inhibitory concentration (mic) and compared to vitek® 2 ast-n233 results from the customer lot and a random lot. Vitek® 2 lab result- aes expert gave an inconsistent phenotype due to the natural resistance not detected. Mis am, amc (<= 2 mg/l) on vitek® 2ast-n233 are lower and more than 2 dd from the ad (16 mg/l). Mid fd (64 mg/l) is in essential agreement (within 1 doubling dilution) to the reference mic (=128 mg/l) with minor error of category. Organism determined to be an atypical strain. In addition, follow-up information was received for an initial case reported via the q1 pilot program summary report. Results are as follows: follow-up event: false susceptible ampicillin, "amoxicillin"/clavulanic acid and "nitrofurantoin" results for morganella morganii. Investigational testing of the patient isolate submitted by the customer using vitek® 2 ast-n233 card (two cards of customer lot and two cards of random lot). Atypical growth of the organism led to non-detection of the natural resistance causing the result to be "susceptible". Reference (agar dilution) mic is on the breakpoint indicating the organism is at the low end of resistance. Organism determined to be atypical strain not conducive to testing with vitek® 2 ast-n233 card.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. Exemption number e2015048. A review of events indicated that testing via vitek® 2 ast-n233 test kit resulted in discrepant susceptibility results to include: 1. False susceptible results for morganella morganii involving a patient sample 2. False susceptible results for morganella morganii involving a patient sample 3. Discrepant susceptibility results involving a pseudomonas aeruginosa quality control sample for all three (3), there was no indication or report of adverse events or negative patient due to the discrepant results. In addition, follow-up information was received for a vitek® 2 ast-n233 event reported initially via the pilot program q1 summary.

Manufacturer narrative:
This report was initially submitted following notification that a customer in france reported out-of-range-low (0.5mg/l, expected range 1-8) ofloxacin results for pseudomonas aeruginosa atcc® 27853¿ in association with the vitek® 2 ast-n233 test kit. Biomérieux investigation was conducted. Evaluation of the manufacturing qc batch records for (B)(4) lot 633377210 indicated the lot passed on initial qc performance testing. There were no issues observed with ofloxacin. Investigational testing using the (B)(4) strain was performed with two ast- 233 cards of the customer lot 633377210 and two cards of a random lot 633383110. The investigation did not reproduce the customer results with the internal reference strain. The vitek® 2 ast-n233 test kits performed as intended.